Event description:
The details were provided by the enduser biomedical engineer (initial reporter). Per the physician, during system set-up, the physician received a prompt to re-start the system; the physician restarted the system and the system successfully completed start-up. Per the physician, when the physician switched from stand-by to ready, the system fired without footpedal depressed. Per the initial reporter, the physician received a flashback and was evaluated by another md. Details requested by lumenis and not provided as of 10/06/2006. The system was evaluated by the lumenis ce, who could not duplicate the reported problem and also found no safety related problems with the device. Per customer request, the system will be sent for additional evaluation at the lumenis slc service depot.

Manufacturer narrative:
Lumenis requested details regarding the status of the physician following the incident and any medical intervention. This information is pending as of 10/06/2006. Lumenis service evaluated the novus verdi system, and the customer engineer could not duplicate the reported problem. The ce also was not able to find any safety-related problem with the device. On 9/21/2006 arrangements were made to ship the device to the lumenis service depot for additional evaluation. A follow-up report will be filed with any additional findings and root cause analysis.